Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the filter into the perihepatic inferior vena cava (ivc), making the filter impossible to remove percutaneously. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and retrieval difficulty could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the filter into the perihepatic inferior vena cava (ivc), making the filter impossible to remove percutaneously. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient¿s wife at all times relevant to this. The patient and patient¿s wife were and are, at all times relevant to this action, legally married as husband and wife. The patient¿ wife brings this action for, inter alia, the loss of consortium, comfort, and society she suffered due to the personal injuries suffered by her husband.

Manufacturer narrative:
As reported, patient was implanted with a cordis optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt), thrombophlebitis, hypertension, mild basilar atelectasis, and edema of legs. The records from implantation indicate that the vena cava was free of thrombus and was within the caliber of placing the filter. The ivc filter was deployed just below the level of the renal veins in normal fashion and patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of entire filter other than to heart and impossible removal because of migration, and a failed retrieval attempt. Per the patient profile from (ppf), the patient underwent an unsuccessful attempt to remove the filter 9 months post implantation. Per the medical records, during the unsuccessful removal procedure it was noted there was a thrombus on the left lateral wall of the ivc. There also appeared to be a clot within the vena cava filter. The patient was directly admitted to a medical facility, placed on a heparin drip and converted back in it. It was noted in additional medical records that the filter is in an unchanged position since a CT scan performed 1 year and 6 months post implantation and an x-ray conducted 2 years, 5 months post implantation. The filter lies at the level of the diaphragm hiatus adjacent to the liver in the superior portion of the ivc. Mild basilar atelectasis without a discrete infiltrate or significant pleural effusion. One radiographic image was that reveals an image of the filter within the abdominal/pelvic region. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, patient was implanted with a cordis optease inferior vena cava (ivc) filter. . Per the medical records indicates that patient had a history of deep vein thrombosis (dvt), thrombophlebitis, hypertension, mild basilar atelectasis, and edema of legs. The records from implantation indicate that the vena cava was free of thrombus and was within the caliber of placing the filter. The ivc filter was deployed just below the level of the renal veins in normal fashion and patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of entire filter other than to heart and impossible removal because of migration, and a failed retrieval attempt. Per the patient profile from (ppf), the patient underwent an unsuccessful attempt to remove the filter 9 months post implantation. Per the medical records, during the procedure it was noted there was a thrombus on the left lateral wall of the ivc. There also appeared to be a clot within the vena cava filter. The patient was directly admitted to a medical facility, placed on a heparin drip and converted back in it. It was noted in additional medical records that the filter is in an unchanged position since a CT scan performed 1 year and 6 months post implantation and an x-ray conducted 2 years, 5 months post implantation. The filter lies at the level of the diaphragm hiatus adjacent to the liver in the superior portion of the ivc. Mild basilar atelectasis without a discrete infiltrate or significant pleural effusion. One radiographic image was received of what appears to be abdominal/pelvic region with inferior vena cava filter noted. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, patient was implanted with a cordis optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of entire filter other than to heart and impossible removal because of migration, and a failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient stated they suffered continuous discomfort and mental anguish caused by filter malfunction and impossibility to remove the filter due to the malfunction, that has left a dangerous device in their body. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events at an unspecified time post implantation. The patient underwent an unsuccessful attempt to remove the filter 9 months post implantation. Per the medical records, during the procedure it was noted there was a thrombus on the left lateral wall of the ivc. There also appeared to be a clot within the vena cava filter. The patient was directly admitted to a medical facility, placed on a heparin drip and converted back in it. The following additional information received per the medical records indicates that patient had a history of deep vein thrombosis (dvt), thrombophlebitis, hypertension, mild basilar atelectasis, and edema of legs. The records from implantation indicate that the vena cava was free of thrombus and was within the caliber of placing the filter. The ivc filter was deployed just below the level of the renal veins in normal fashion and patient tolerated the procedure well. It was noted in additional medical records that the filter is in an unchanged position since a CT scan performed 1 year and 6 months post implantation and an x-ray conducted 2 years, 5 months post implantation. The filter lies at the level of the diaphragm hiatus adjacent to the liver in the superior portion of the ivc. Mild basilar atelectasis without a discrete infiltrate or significant pleural effusion.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.